Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the z-position for the pipettor arm above the plate was incorrect. The positioning was corrected. The instrument was tested without further problem and returned to service.